Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant remains in the patient. The 510k # cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient experienced a comminuted intra-articular distal humerus fracture on (B)(6) 2009 and was implanted with a synthes locking plate and screw construct with a guide wire on (B)(6) 2009. Reportedly the patients cardiac doctor requested the he undergo allergy testing for materials that he would be implanted with to fix a hole in his heart. Patient was tested for nickel allergy on (B)(6) 2013 and the results returned on (B)(6) 2013 were positive. Reportedly the patient has been suffering from a skin condition and has been getting rashes all over his body post implant. It was thought to be a food allergy and patient was taking precautions. Synthes locking plate has nickel and is thought to be affecting the patient. There are no plans on revising the patient at this time. This report is #1 of 3 for the event reported on complaint (B)(4).